Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The helix of the lead was extrinsically compressed. The outer insulation of the lead was ex trinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the implantable pulse generator (ipg) exhibited intermittent pacing and the right ventricular (rv) lead exhibited intermittent capture. The ipg and rv lead were attempted/not used and replaced. It was also reported that the replacement ipg exhibited intermittent pacing and the rv lead exhibited intermittent capture. The replacement ipg and rv lead were attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to product event summary: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation. There was blood on the proximal conductor of the lead and it was not obstructed. The helix of the lead was extrinsically compressed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.